Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier instrument did not close. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) obtained the following information: the incident occurred while the surgeon attempted to clamp on a tissue or bundle and was related to unsuccessful clip application. No photos or videos are available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have a loose grip cable at the proximal end into the housing. The instrument passed the intuitive motion test. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. Additionally, the instrument was installed on an in-house system and driven. The clip applier instrument failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip). The clip did not close completely. The complaint regarding a clip application issue was confirmed by failure analysis. The probable root cause is attributed to a loss of cable tension.

Event description:
Refer to h11 for follow-up information.